Event description:
Sonastar long tip and tube set (ref 130-26-2416, lot 233246) opened to sterile field. Surgical tech handed off tubing to circulating rn. Rn connected tubing sonastar equipment. Upon spiking bag of 0.9% normal saline and pressing 'prime' on machine, saline noted to be dripping from underneath white plastic piece on bag spike. This malfunctioning tube set removed and discarded. New tip and tube set opened.